Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that catheter withdrawal difficulty and stent damage occurred. The target lesion was located in a coronary artery. After a non-bsc guide catheter crossed the lesion, a 2.50 x 12 synergy¿ drug-eluting stent was advanced to treat the lesion. Resistance was encountered while advancing through the guide catheter. When removal was attempted, the physician felt as if the stent was "glued" to the lumen of the guide catheter. The device was completely removed and it was noted that the stent was elongated. The physician then inflated the balloon and deployed the stent outside the patient's body. The procedure was completed with a non-bsc stent. No patient complications were reported and the patient's status was stable and discharge was scheduled for the following day.

Manufacturer narrative:
Date of this report corrected from (B)(6) 2017. Date rec'd by MFR. Corrected from 02/17/2017 to 02/16/2017. (B)(4).

Event description:
It was reported that catheter withdrawal difficulty and stent damage occurred. The target lesion was located in a coronary artery. After a non-bsc guide catheter crossed the lesion, a 2.50 x 12 synergy¿ drug-eluting stent was advanced to treat the lesion. Resistance was encountered while advancing through the guide catheter. When removal was attempted, the physician felt as if the stent was "glued" to the lumen of the guide catheter. The device was completely removed and it was noted that the stent was elongated. The physician then inflated the balloon and deployed the stent outside the patient's body. The procedure was completed with a non-bsc stent. No patient complications were reported and the patient's status was stable and discharge was scheduled for the following day.